Event description:
Meter name: one touch ii hospital, strip name: one touch strips, meter code: unk, strip code: unk, strip storage: unk, symptoms: hypoglycemia. A nurse reported meter reading high. Stated because pt was exhibiting symptoms of hypoglycemia, nurse tested on another meter and also did a lab. No info on pt. Their meter allegedly was inaccurately high. The result on their meter was 65. The result from lab is 31. The time difference between pt's meter and lab meter is unk. Treatment was given nurse assumes the pt was given glucogel. No further info has been reported.